Manufacturer narrative:
The customer reported that there was system wide intermittent loss occurring at the facility, this was only affecting the multiple patient receiver (org) telemetry system. They reported that the signal on the central nursing station (cns) of the telemetry packs have waveforms that were shaped like a sawtooth with the error code signal loss appearing intermittently. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that there was system wide intermittent loss occurring at the facility, this was only affecting the multiple patient receiver (org) telemetry system. They reported that the signal on the central nursing station (cns) of the telemetry packs have waveforms that were shaped like a sawtooth with the error code signal loss appearing intermittently. There was no harm reported.

Event description:
The customer reported system wide intermittent signal loss occurring at the facility, this was only affecting the multiple patient receiver (org) telemetry system. They were getting sawtooth waveforms at the central nurse's station (cns) and a "signal loss" error code that appeared intermittently. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported system wide intermittent signal loss occurring at the facility, this was only affecting the multiple patient receiver (org) telemetry system. They were getting sawtooth waveforms at the central nurse's station (cns) and a "signal loss" error code that appeared intermittently. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: onsite support was sent to the customer to resolve the issue of intermittent signal loss. Based on the troubleshooting notes by nk tech support, the signal strength being received by the org's was too high, indicating interference from other signals or noise. Onsite support resolved the issue by balancing the customer antenna system. As such, the root cause of intermittent signal loss is related to environmental factors. The risk for patient harm is mitigated in the design of the central monitoring stations as it is designed to notify clinicians in the case that signal loss occurs with org devices. As signal loss is easily noticeable to clinicians, alternate patient monitoring arrangements can be made in response to signal loss events. As the issue of signal loss was a result of environmental factors, the issue of signal loss is unlikely related to a design or manufacturing deficiency of an nk device. A CAPA is not warranted.